Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. A replacement wall power adapter and usb cable was sent to the customer to resolve the issue. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.